Event description:
Customer reported a button error alarm. The customer's blood glucose was 528 mg/dl. Customer stated she had treated herself with a manual injection. She stated that she had removed the battery but the insulin pump was still alarming button error. The customer stated she may have exposed her insulin the moisture prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional info is provided.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Insulin pump had a cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).